Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no data tele from 0417 am until 0705am. Patient was found unresponsive after 0500am and CPR was unsuccessful as the patient expired.

Manufacturer narrative:
A philips product support engineer reviewed the logs and found that the mx40 (bed label a211a) went offline at 04:17am on (B)(6) 2019, which the logs show a low batt alarm was generated prior to the mx40 going offline. At the time the device went offline, a ¿no data tele¿ inop alarm, which would show as ¿equipment offline¿ in the logs would have been generated and displayed in the patient sector at the piic to alert users to the loss of monitoring. Also, there were multiple alarms for * pause, * non-sustain vtach, and *run pvcs from around 03:11am on (B)(6) 2019 until the device went offline at 04:17am. A ***vtach alarm was generated at 04:15:42am on (B)(6) 2019, which is a red level alarm. The device had generated various arrhythmia events, including ***vtach, and a tele battery low alarm, prior to the device going offline (powered down). Based on our investigation, the available information indicates that the mx40 and the piic were both functioning as specified.

Event description:
The customer reported no data tele from 0417 am until 0705am. Patient was found unresponsive after 0500am and CPR was unsuccessful as the patient expired.